Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient was  having a real bad weekend and everything has gone haywire. Patient states over the weekend they started having bowel symptoms. Patient is wondering if the device needs to be reprogrammed. Patient reports feeling a jolting sensation all the time and not knowing if they have to go or not. Patient turned stimulation down maybe about a month or two ago because it seemed like they were having problems. Patient states always feeling a jolting feeling and still does. Patient has not talked to the doctor about it and has an appointment in november. Patient mentioned when they is setting down they does not feel the stimulation hardly at all but when they stands up they feels a jolt. Patient also states on sunday morning they was sitting on the couch and started having a bowel movement and did not feel any signal and it just came. Agent reviewed how to change programs. Patient was on program 4 at 1.2 volts but was feeling uncomfortable and having symptoms patient changed to program 5 and was feeling it below the implant , not in the bicycle area. Patient switched to program 6 and felt stimulation by the butt crack and then feeling like program 5. Patient tried program 7 and was able to feel stimulation comfortably in the bicycle seat area. . Patient will maintain stimulation level and will continue to track symptoms. Patient has an appointment with dr on (B)(6).